Event description:
During servicing of an electrode belt, a reportable event was found. The belt had a damaged cable. Review of the electrode belt history revealed that the belt had been worn by a patient who had passed while wearing the belt on (B)(6) 2012. However, there is no current evidence to suggest that the damaged belt caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) and was missing. The cause of the damaged and missing trunk cable cannot be positively identified but is likely physical abuse which occurred during removal of the device from the patient. There is no current evidence to suggest that the damaged belt caused or contributed to the patient's death. The monitor which was worn at the time has not yet been returned for review of the patient's data. However, review of the last patient download dose not reveal any equipment issues.